Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a resolute onyx drug eluting stent was attempted to be delivered in the om1 after balloon angioplasty but the stent dislodged in the left main. The patient became hypotensive. 8-french access was obtained in the left femoral artery and an intra-aortic balloon pump was inserted. The physician was also attempting to obtain left femoral venous access but this was unsuccessful and a second 5-french femoral arterial sheath was inserted in the left groin. At this point the patient was hemodynamically stable and a snare was used to extract the dislodged stent. When the stent was removed intravascular ultrasound of the left main was performed which showed that the ostium was severely stenosed and not covered by the stent. The patient went to ICU post cath procedure and arrested, CPR was performed but the patient died.